Manufacturer narrative:
The device with model 97755, serial# (B)(6) was received for product analysis. The analysis found that there was a failure with the recharger and that a "no device found" message was seen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was pt says a piece of controller port has broken off, and they have to hold cords in place to get them to work. This was first noticed couple months ago. They also noticed the rtm gets really hot. An email was sent to the repair department to replace the device.patient (pt) t called back stating they received the controller last week. Pt paired it and the controller was working but pt was not able to charge the implant because rtm was getting hot. Also the battery pack inside of controller felt hot. Reviewed bp was getting hot due to rtm. The implant had been dead since saturday night. An email was sent to repair to replace the recharger. Recharger telemetry.